Event description:
The customer reports the device fails the opcheck, more specifically the device fails the change button test.

Manufacturer narrative:
(B)(4). The customer reports the device fails the operational check, more specifically the device fails the change button test. Philips field service engineer evaluated the device and confirmed the complaint. There was no reported pt involvement. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service. We will consider this a malfunction of the processor pca that caused the device to fail the charge button test.